Event description:
It was reported that the tip of the probe was bent. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Macroscopic examination confirms ~10mm of probe tip broken off portion of the tip is missing and not returned for analysis. Microscopic examination of the fracture revealed a quasi-brittle fracture surface with no indications of torsion or fatigue. Plastic deformation of tip suggests the direction of fracture, consistent with bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.